Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 463 mg/dl, 292 mg/dl and 190 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspected device and replacement was sent.